Event description:
It was reported that there were issues with the monitor. Also, the system's kv and ma would ramp to maximum and not display the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The candlesticks were cleaned and regreased. Generator and filament/duty cycle calibrations were performed. The system was tested and found to be working as intended and returned to service.